Event description:
It was reported that the left ventricular automatic threshold (lvat) test was found to be in suspension possibly due to loss of capture (loc). Technical services (ts) analyzed the presenting electrogram (egm) of this cardiac resynchronization therapy defibrillator (crt-d) system and found that the capture threshold was elevated at 3.2v and the left ventricular (lv) lead pacing impedance had been gradually rising since implant up to 896 ohms, which remained within normal range. Further evaluation in clinic was suggested. No adverse patient effects were reported. Currently, this lv lead remains in service.